Manufacturer narrative:
The technician discovered that the power supply board had signs of fluid ingress. He replaced the power supply board to repair the bed.

Event description:
The account alleged, this bed has no bed functions.